Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke. A new instrument was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the damages (twist and breakage) of the t27 tip is consistent with overloading in torsion applied to the driver during the tightening of the setscrew. This may occur when the surgeon retightened the setscrews after the disassembly of the rod on one side of the construct to correct a screw pull-out intra-operatively.